Event description:
The customer reported that the patient information center ix did not activate a patient alarm. The device was in use monitoring a patient at the time of the reported event. The death of a patient was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
After further investigation this complaint was deemed to be a duplicate of another report. Please refer to MFR report number 1218950-2022-01061.